Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found. Concomitant products 4053 competitor implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had elevated threshold and oversensing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.